Event description:
It was reported that customer did not see drops of insulin at end of tubing during fill tubing step of load sequence. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin to therapy.